Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced ineffective therapy. Impedance check revealed high impedances on all contacts. As such, surgical intervention took place on (B)(6) 2025 wherein the lead was explanted and replaced to address the issue. During the procedure lead fracture was seen. Reportedly, effective therapy was restored post op.

Manufacturer narrative:
The report event of high impedances was confirmed. As received, microscopic inspection showed the returned lead found a kink on tubing and all the internal lead wires broken.